Event description:
(B)94). Right after having essure, my menstrual cycle is a lot heavier and I experience a lot of cramping. My period now lasts about 2 weeks since then. I thought this was going to go away.